Manufacturer narrative:
(B)(4). Date sent: 2/11/2025.

Event description:
It was reported that during an unknown procedure, it was observed that when the the stapler was activated, and part of the nail was not fired, and the tissue was jammed. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 02/05/25 d4: batch #unk additional information was requested, and the following was obtained: - did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? - or, did the device fully fire and stop during the automatic knife return? Unknown - was there any difficulty opening the device? No - were any staples delivered into the tissue at all? Unknown - what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Unknown - was the staple line interrupted; staples not present/visible on any portion of the staple line? Unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.